Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. See scanned page.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update rec'd (B)(6) 2013- ppd and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain. An unknown stem is now being added for the alleged high metal ions. There was no mention of loosening, metallosis, or increased metal ions(no lab results at this time). There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause and/or corrective actions.  Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Pt was revised to address loosening due to bone loss and generally bad bone. Update: (B)(6) 2011 - revision operative report indicates the pt was revised to address hip pain. There was significant fluid within the joint.